Event description:
It was reported that the left ventricular (lv) lead had high thresholds, low pacing impedance, and phrenic nerve stimulation. The parameters on the lv lead were programmed in order to avoid the phrenic nerve stimulation and the lead remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).